Event description:
The root cause for an adverse event, reported on MFR's medwatch report# 3015876-2009-00069, was determined to be due to a temperature sensitive ic chip, designator u5, on the power pcb assembly of a lifepak 12 defibrillator. Physio-control is reviewing the failure analysis center database and complaints database for all verified failures of the component and the pcb assembly to determine if they are meeting established reliability goals. This information will be presented to the quality review board to determine if a CAPA investigation is required.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.